Event description:
The pt reported that the last two infusion sets she used separated from the luer lock. She stated that the separation would usually occur on the second or third day of usage. The pt noticed the separation when she went to change her clothing and noticed that the tubing was not connected to the device. The pt's blood glucose did elevate in the 200s mg/dl. The pt changed her tubing and administered a bolus to bring her blood glucose down. The pt did not report having any symptoms with her high blood glucose. No medical treatment was necessary. The product is being returned for evaluation.